Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 10 pm with a blood glucose level of 700 mg/dl. The customer was treated for their blood glucose with insulin drip. Customer was wearing the pump at the time of emergency room visit. The customer stated that they had issues with the delivery of insulin form their insulin pump. However, the customer stated that they resolved the issue with a set change. The customer was assisted with troubleshooting and the device passed the test functions. The customer did not return the product back for analysis.